Manufacturer narrative:
(B)(4). Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a small leak on the top left corner. Magnified inspection of the leak location identified a triangular abrasion marking with the leak originating from the tip of the triangle, and some slight eva fray. This type of damage could have been present prior to filling. However, the manufacturing process was reviewed and found no point where this type of damage could have occurred. Based on evaluation findings, the cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.